Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. Device history record review for model 42290e lot number 24029298 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12feb2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite gravity set was damaged the following information was received by the initial reporter with the following: it was reported by customer that there have been 2 product complaints submitted regarding, stating ¿the stopcock does not come apart on both sides, tried to untwist the one side and the product broke off into the tubing. This could cause patient harm. Also, the other complaint stated - male portion of stopcock breaks off when disconnecting stopcock from IV tubing.¿ lot numbers: 24029295 & 24029298. No patient injury was noted nor was the defective product saved. Please advise on next steps needed, I have (B)(6) with (B)(6) director & (B)(6) with (B)(6) anesthesia copied on here if there are any further clinical questions needing answers.